Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient who was sleeping. The customer also reported the fault alarm occurred when the freedom driver was connected to the external wall power. The customer also reported that the fault alarm did not resolve despite the freedom onboard batteries being exchanged. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
Corrected operator of device. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed split housings and a fractured connection one receptacle cable connector. Visual inspection of the internal components revealed fractured and raised housing insert bosses and bent pins on the u22 pressure sensor on the main printed circuit board assembly (pcba). The driver passed all functional test requirements with no anomalies or alarms during testing with a confirmed electrical connection between the ac power supply and driver, and with functional onboard batteries. The customer-reported fault alarm was not reproduced. Although testing confirmed that the connection one receptacle cable connector was able to make a reliable connection between the ac power supply and the driver, the amount of damage to the connection one receptacle cable connector could have contributed to a compromised connection. A compromised ac power supply connection can lead to a slow discharge of the onboard batteries which will trigger an alarm once discharged below 35%, alerting the user to exchange batteries or plug into external power. The amount of damage to the driver is indicative of the driver being exposed to rough handling and possibly an impact shock. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient who was sleeping. The customer also reported the fault alarm occurred when the freedom driver was connected to the external wall power. The customer also reported that the fault alarm did not resolve despite the freedom onboard batteries being exchanged. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.